Event description:
Customer reportedly received a blood glucose result of 749 mg/dl on the advantage system. The result is outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device result. No adverse event related to the device reported. Requested return of suspect device, however, customer has discarded the meter; replacement was sent.